Event description:
Consumer stated she had been using brush for a few weeks and when she started to brush her teeth, the entire head came off. Some bristles also came out of the brush when the head came off. She stabbed herself in the mouth, she said she's fine. She spit out the bristles and brush head. The entire toothbrush was thrown out after she contacted (B)(6).